Event description:
Additional information was received later that patient had a granuloma.

Event description:
The pump was programmed to deliver a dose of baclofen 460mcg/day. On an unreported date, the patient was sleepy and in and out of consciousness. A baclofen overdose was suspected. The dose was decreased from 460mcg/day to 370mcg/day. No alarms were occurring. Additional information was received later indicated that the patient¿s catheter tip trimmed on (B)(6) 2014 by the physician. No further specific details were provided. Further information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), product type catheter, product ID 8709, (B)(4), product type catheter. (B)(4).